Event description:
It is reported that a customer experienced low blood glucose of 48 mg/dl. The customer stated that they did not have enough lunch which caused the low blood glucose. The customer was informed that there could be many reasons for low blood glucose. It is reported that a customer has issues regarding their sensor displaying wrong readings of sensor and blood glucose. The customer had to get back to work and did not have enough time to trouble shoot the issue. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. Reference (B)(4) on sensor.